Event description:
It was reported a patient status post transplant was on venoarterial extracorporeal membrane oxygenation (va-ECMO) support using centrimag equipment, which had just returned back from preventative maintenance. An m4 motor alarm sounded around 10:00 am. The centrimag continued to run at the prescribed rpms without change to flows. The console and motor were exchanged with only a transient interruption of flow and no injury to the patient. Related manufacturer reference number for the motor: (B)(4).

Manufacturer narrative:
Section a: patient information was not provided and will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the centrimag 2nd generation primary console (serial number: (B)(6)) was returned to the service depot and was evaluated and the console was connected to a test motor, test loop and ran for several days during this time and no alarms became active. The console was functionally tested and passed all testing. The console is ready for use and will be returned to the customer. A log file was downloaded and showed events spanning approximately 12 days ((B)(6) 2023, (B)(6) 2024 per time stamp). Events occurring on (B)(6) 2024 took place during lab testing at abbott. An m4: motor alarm was active on (B)(6) 2024 at 07:45:51 and at 07:47:56 associated with an ¿sf_lmc_levitation¿ fault flag, indicating a potential issue with the motor. The patient was observed to have been swapped to the backup equipment at 07:49:52 on (B)(6) 2024, indicated by the m3: pump not inserted alarm, and the system was shut down at 07:51:38. Power to the console was cycled several times before finally being shut down on (B)(6) 2024 at 09:43:24 to ship the console to abbott. There were no other notable alarms active in the log file. The centrimag console was evaluated and passed all testing. The cause of the reported event was isolated to the returned centrimag motor (serial number: (B)(6)) and will be addressed via the motor investigation. The device history records were reviewed for the centrimag 2nd generation primary console and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.